Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 24.0 cm to 24.3 cm from distal tip. The abrasion is consistent with that of exposure to friction with another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.